Event description:
It was reported that there was a connection problem between the twist lock screening cable and percutaneous extension. It made a false contact and there was no stimulation. The lead was removed and it was not replaced. No surgical complications were reported.